Event description:
The customer reported to olympus, that the tip broke off of the ureteroscope. The issue was found during a therapeutic ureteroscopy procedure. The procedure was completed with a similar non-olympus ureteroscope. No delay was reported. There were no reports of patient harm. No user injury reported.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that part of the telescope has come out from the distal end tip of the telescope and heavy dent found on the distal end tip, no burns marks noted. In addition, it was noted that a black small ring also came out from the distal end tip. This small black ring was sent by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from the customer. Olympus will continue to monitor field performance for this device.